Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-56070.

Event description:
Customer reported via phone call, she was having issues with the sensor and it was causing skin irritation with red bumps. Customer has been issues for about a year and half. Customer went to her doctor who prescribed a lotion for the site. Doctor also informed her to stop use of the sensor until redness had cleared. The irritation was red, sores/red bumps, but no pus. Customer had previously been using lotion and stopped use but issue continued. The customer's blood glucose was unknown. Customer is not returning the device for analysis.